Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. A microscope examination of the device displayed nicks on the knife blade. The anvil ring was observed to be crooked and the safety was broken. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage. Visual testing of the returned product confirmed the product did not meet specifications that were tested regarding the reported condition. There was no reported condition. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut or the staple line may not properly form. Replication of the anvil tilt ring and broken safety feature condition can occur if the instrument is fired against an obstruction / thick tissue. If there is thick tissue, the safety will not release and would need to be forced in order to release, thus breaking the component. The product analysis concluded there were no device abnormalities that would have caused or contributed to a reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
Product was returned with no reported condition.